Manufacturer narrative:
Additional information. 1. Pump not available for return. 2. Patient outcome was great. After pump removal they were estimated and eventually discharged from the hospital.

Manufacturer narrative:
Device in wrong position: the cause of the positioning issue was not determined due to lack of clinical details, no product returned for analysis. Mechanical interaction with blood/ hemolysis: the cause of hemolysis issue was most likely unintended use error caused or contributed to the event since it resolved after repositioning per clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 54-year-old female patient presenting for hrpci, with a medical history significant for prior CABG, coronary artery disease, and diabetes mellitus. Early in the morning following device placement, the treatment team reported signs concerning for hemolysis, including concentrated, red-colored urine output. At that time, the patient¿s central venous pressure was reported to be 3 mmhg. The clinical team suspected the patient was intravascularly volume depleted, attributed to nausea, vomiting, and diarrhea after contracting a gastrointestinal illness. It was also reported that suction events occurred around the same time the urine discoloration was noted. In response, the patient received a 750 ml normal saline bolus. Following volume resuscitation, impella performance improved, with flows increasing from approximately 2.7 l/min at p9 to 3.0 l/min at p7. Concurrently, urine output returned to a yellow and clear appearance, and no further signs of hemolysis were reported. Based on the available information, the hemolysis is more plausibly related to patient-specific and hemodynamic factors, including hypovolemia and low filling pressure. Hemolysis is a known risk associated with impella support and is described in the instructions for use, particularly in the setting of low preload or suction conditions. The event resolved with standard clinical interventions, including volume optimization and pump setting adjustment.